Manufacturer narrative:
The device will not be returned for evaluation as it was consumed in the event. (B) (4).

Event description:
Treatment of an avm. It was reported during onyx injection, the physician observed onyx reflux back to the catheter's tip and paused the injection. Upon re-injection, resistance encountered and the physician continued to apply pressure on the syringe. The catheter ruptured at approximately 5cm from the distal tip and onyx diffused into an unintended branch of the m2 middle cerebral artery. The catheter was removed and the procedure ended. No patient injury reported. Same event as MDR # 2029214-2010-00098.